Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. The distributor alleged that the pump was emitting multiple loss of prime alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 08/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/22/2015 with the following findings:a review of the pump black box indicated multiple loss of prime warnings occurred. The pump successfully completed a rewind, load, and prime sequence and a 24 hour duration test with no errors, alarms, or warnings occurring. The complaint could not be duplicated on investigation. Unrelated to the complaint, the battery cap threads were stripped and the cap was unable to secure to the pump. A test battery cap was used to complete investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.